Manufacturer narrative:
(B)(4) - the clinic is reporting this event only and did not request field service or clinical support.the system was recalibrated and adjusted approximately a week prior to the patient''s enhancement. All pertinent information available to amo has been submitted.    (B)(4): placeholder.

Event description:
The clinic reported that a patient was treated for laser vision correction in 2006 and returned for an enhancement on (B)(6) 2012. The patient was referred back to clinic by an affiliate on (B)(6) 2012 due to epithelial ingrowths in both eyes. The epithelial ingrowths were confirmed and the patient's flaps were lifted and the epithelial ingrowths were removed. During the patient's last post op exam on (B)(6) 2012 the visual acuity was 20/20 od (right eye) and 20/60 os (left eye). The treatment prescription was a monovision treatment. The patient was referred back to the co-managing doctor for follow-up care.